Event description:
It was reported that the customer was involved in a car accident and was hospitalized. The blood glucose reading was 159 mg/dl. It was stated that the infusion set was changed one to two times per day. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.